Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the cable snapped during the procedure. The delay was that the customer had to changed the scope out during the procedure. There was no major delay, and the patient was not impacted. There was no harm or injury to the patient.